Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -15.5/3.0/103 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6)2022. Lens rotation not associated to a low vault was observed. Lens was repositioned on (B)(6)2022 but did not resolve the problem. On (B)(6)2023 the lens was exchanged for a longer length lens, this resolved the problem.

Manufacturer narrative:
A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).